Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery was excessively discharged. The battery was not being regularly charged by the patient every 24 hours (battery was used for 40 hours without being recharged). There is no indication of a device malfunction. The patient was not maintaining the battery charge in accordance with the instructions for use. The patient was not recharging the battery every 24 hours, resulting in excessive discharge of the battery cells. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.